Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of far p over-sensing. No intervention was performed. There were no patient consequences.